Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not display a whitescreen error when the device was powered on. Further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.